Manufacturer narrative:
Us reporting agent notified on 11/24/2014. Manufacturing site evaluation: the torque wrench has been tested using the torque sensor. The torque wrench should trigger at 12 nm. Ten repetitions were carried out and all measurements were within the required range. The average measured torque was 12.48 nm. A potential cause is that the torque wrench triggered but that the surgeon continued turning the torque wrench. Another potential cause is that the user was holding the mechanism instead of just the handle of the torque wrench. When the mechanism is held, it cannot trigger. Both causes are user related.

Event description:
Country of complaint: (B)(6). In an attempt to tighten the locking screw, it sheared off. The customer claims that the torque wrench didn't trigger. The implant had to be removed and replaced, which incurred a surge time delay of 1.5 hours. Additional component involved: sv007t/hydrolift vbr sz.3 (26-33.5mm) endpl.s batch number: 51991875.